Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with false pause episodes. Review of the stored electrocardiograms confirmed the presence of pause episodes because of poor sensing. The issue was suspected to be due to positionally dependency of confirm device and loss of contact in the pocket. The clinician will continue to monitor the patient.